Event description:
It was reported that when the collimator was closed down on the 9800 system, the images would flicker and not display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.